Event description:
A caller reported experiencing frequent minimum fill notifications when changing insulin cartridges, which they filled with 100 units instead of the required 120 units. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer used insulin pens to fill syringes and cartridges, which is considered off-label usage and affects air removal. Customer technical support advised using a minimum of 120 units in cartridges and directed them to contact their healthcare provider for insulin vials. A replacement pump was sent, and the customer was instructed on proper cartridge filling and pump use procedures.